Manufacturer narrative:
It was reported that the ventilator failed the pre-use check and a sound could be heard during the test. The ventilator was investigated on site by our field service engineer. During pre-use check, internal leakage test, pressure transducer test, flow transducer test and patient circuit test failed. Further investigation revealed a defective o2 gas module containing dust particles and a broken nozzle unit. The o2 gas module was replaced. After the replacement, the unit passed the pre-use check and nothing abnormal was found during ventilation. The ventilator is in working order. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The replaced o2 gas module was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).